Event description:
The tubing on the infusion set became disconnected from the luer lock connection. The patient's blood glucose was not affected.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r